Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 184 and 172 mg/dl non-fasting. The customer's expected non-fasting blood glucose test result range was not disclosed. During the call a back to back blood test was performed by the customer non-fasting and produced test results of e-2 and 95 mg/dl using meter; customer had just had an orange crush drink. At the time of the call the customer reported feelings of hypoglycemia and was lightheaded. Mother stated she would contact physician. Customer could not continue with the troubleshooting process and no further information was able to be obtained.